Manufacturer narrative:
Product was requested to be returned for eval, but has not been received. Note: posey instructions for use warning: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).

Event description:
Customer reported after laundering the restraints that the locks will not secure closed. Customer is unsure if the laundering instructions are being followed.